Event description:
Mislabelled product.reprocessed product box indicated 7f octopolar catheter with a particular serial number. Part inside box was quadrapolar catheter with a different serial number. The product was not used on the patient as the physician requested a new octopolar catheter.